Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 35 mg/dl. Customer stated that he gave himself about 30 to 40 unit of insulin due to he was connected during rewind. Nothing further was reported.